Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were complications with the catheter access port. There was difficulty aspirating fluid through the port. The pt did not have pain relief. The pt was referred for a possible catheter revision. No dye study was performed because the health care provider was unable to aspirate the catheter. The drugs used in the pump at the time of the event was not reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.